Event description:
It was reported that during a transurethral needle ablation of the prostate, the needles on the handpiece failed to retract. The procedure was not completed. The patient experienced some bleeding, but it was not serious. He recovered without sequela.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (august 2008).